Event description:
A surgeon reported that during the phacoemulsification phase of removing a pt's cataract, a posterior capsular tear occurred. This tear was caused by a difficult cataract and surgical circumstances not related to the intraocular lens (iol). At the time of the tear, the iol had not yet been involved in the procedure. Because of the tear, the surgeon decided to proceed with implanting this lens in the sulcus. On the first postoperative day, the surgeon noted pigment dispersion and over the next two months the pt developed increased intraocular pressure. The surgeon exchanged the lens for a different model iol that would help alleviate the dispersion of pigment. The surgeon reported the pt is doing well with improvement in symptoms. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause is most likely related to pt condition/non product factors. No sample was returned. There have been no other complaints reported in the lot number. Additional info was requested on 02/16/2012 and 02/23/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).